Event description:
Pt presented with history of placement of bilateral silicone breast implants in 1992. She developed chronic fatigue syndrome, meniere's disease, myositis, arthritis, loss of hearing, and visual disturbances requiring corneal transplants in 1994. Above conditions attributed to leakage of silicone implants. Pt under went removal with reconstruction with saline implants.